Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not turn off causing the tip to melt. A replacement unit was used to complete the procedure. The occurrence date is unk. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that there were no nonconformities and minimal signs of usage. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test by activating and deactivating when the toggle was switched on and off. Based upon this, the reported failure "device remains activated" is confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).